Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after starting a replacement ilet, with a highest reported blood glucose of 400 mg/dl and elevated levels persisting for approximately two days; the user had not been using meal announcements and an infusion site change was performed after a system check found no signs of insulin leakage, and education was provided that the system¿s initial learning period is conservative. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included use of subcutaneous insulin by injection for correction, with no hospitalization, no professional medical intervention, and no need for assistance. Investigation included a system check and troubleshooting with infusion site replacement and review of meal announcement use. Investigation of this case revealed no device malfunction or leakage and suggested suboptimal insulin delivery related to missed meal announcements and the device¿s conservative dosing during the early learning period. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors in conjunction with expected early-learning system behavior.